Event description:
It was reported that a patient using the ilet bionic pancreas overtreated hypoglycemia by ingesting approximately 45 g of carbohydrates instead of the recommended 15 g with a 15-minute recheck, resulting in a blood glucose rise to 302 mg/dl. This was categorized as a user procedure issue and not related to any specific device component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error contributed to the event.

Manufacturer narrative:
Initial.